Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m127770 with internal positive control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, a review of the current overall incident rate for false negative and false positive patient results (confirmed and unconfirmed, conflicting results) for lot m127770 based on the total quantity of devices distributed is (B)(4) respectively. The remainder of the investigation is still in progress. A supplemental MDR will be submitted after investigation completion.

Event description:
The customer reported conflicting results with the ID now covid-19 assay performed on an unspecified date. The patient was tested using the ID now covid-19 assay which provided a positive result. Subsequently, the patient was tested again using a different ID now instrument with the same ID now covid-19 assay lot which provided negative results. Next, the patient was tested using a different lot (unspecified) ID now covid-19 assay which provided a positive result. Although requested, additional information has not been provided by the customer. Positive results are indicative of the presence of sars-cov-2 rna. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Refer to section 1.6, maintenance & cleaning, for further information. Negative results should be treated as presumptive and, if inconsistent with clinical signs and symptoms or necessary for patient management, should be tested with different authorized or cleared molecular tests. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Unexplained conflicting results shall be reported as it is unknown which result is correct.

Manufacturer narrative:
Additional information: investigation type, investigation findings, investigation conclusion. The manufacturing records and quality control release testing was reviewed for kit part number 190-000 / lot m127770 and test base part number 190-430 / lot m127770. The lot met the required release specifications. Abbott diagnostics (B)(4) inc. Was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient sample. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.